Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen. The balloon was tightly folded with contrast and blood between the balloon folds. Microscopic examination and tactile inspection revealed numerous kinks through the hypotube of the device. Inspection also revealed a complete hypotube separation 42cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests that the device was kinked prior to separation. Microscopic examination presented no damage or irregularities to the distal tip, balloon or balloon material, markerbands, bonds and the inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-mar-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.